Event description:
It was reported that during unpacking for a percutaneous coronary intervention procedure, the outer package was open. An atlantis sr pro imaging catheter was selected for use when it was noted that the "sterilization pouch" was opened. The procedure was completed with another atlantis sr pro. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unpacking for a percutaneous coronary intervention procedure, the outer package was open. An atlantis sr pro imaging catheter was selected for use when it was noted that the "sterilization pouch" was opened. The procedure was completed with another atlantis sr pro. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer:. The outer package (header bag) was already opened when received. The header bag appeared to have been ripped open. The catheter tray containing the catheter was sealed when received. Full image characterization testing was not needed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).